Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator changeout procedure, the patient experienced phrenic nerve stimulation and diaphragmatic stimulation due to the left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.